Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 320mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.